Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced fatigue from trying to focus on desktop computer and eye strain with ipad. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was hyperopic miss. Additional information has been received and stated that there was no patient harm.

Manufacturer narrative:
The intraocular lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The file indicates the company model, 22.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).